Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received several alarms on the insulin pump. The customer reported receiving a signal too low alarm and an unexpected restart alarm. Customer's blood glucose was 120 mg/dl at the time of the unexpected restart alarm and 150 mg/dl when a battery out limit alarm occurred. A self-test was performed and the insulin pump passed. It was also reported the unexpected restart alarm did not occur after insertion of a new battery. The customer stated the pump was not stored or not in use for an extended period of time. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, unexpected restart and self-tests. The stop idle current and run current measurement tests were within specification. The pump also passed the off no power alarm test. No unexpected battery out limit, external ram crc, unexpected restart, unexpected restart or blank display noted. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.